Event description:
Integrum was informed that the patient has fallen two times (exact incident date is unknown). Additional information received from the responsible prosthetist confirmed that the first fall was not related to the axor ii. It was reported by the cpo that the patient is not coordinated and fell. After the first fall, the patient had some pain in his wrist but no injury. The second time the patient was supposed to go out from the car and the release mechanism of the axor ii released in rotation, causing the prosthetic leg to rotate and the patient to fall. No injury of the patient. The axor ii was sent to integrum for technical investigation. Manufacturing investigation has been performed. Batch documentation reviewed (docreg (B)(4)), no deviations found. Manufacturing date: 2019-05-13. Technical investigation has been performed. It was confirmed that the rotation release mechanism was not low, but actually above specification counter-clockwise (18,7 nm, specification 15+-2 nm) and inside specification clockwise (15,3 nm). When the patient went out of the car, high forces were applied to the axor and the release mechanism activated as intended to protect the implant system. During the technical investigation, it was concluded that the rotation reset function did not work as intended, and torque punches were found to be outside of tolerance. This is not considered to have contributed to the incident. The axor ii worked as intended when releasing in rotation, to protect the implant system.